Event description:
The customer observed biased quality control results for amon on the vitros 250 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.